Event description:
Event was reported to caldera medical by an attorney. Legal complaint states that patient suffered serious bodily injuries, including, but not limited to, extreme pain, vaginal erosion, dyspareunia, abdominal and pelvic pain, recurrence of urinary incontinence and/or other injuries. As well as experienced significant mental and physical pain and suffering, has required medical treatment including additional surgeries, and has sustained permanent injury. No additional information was provided.